Manufacturer narrative:
Unit received with intermittent button response due to moisture on the keypad traces. Unit received with minor scratched display window, cracked case at display window corner, scratched reservoir tube window and case at reservoir tube window corner.

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive. The customer stated that this issue occurred during manual priming. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.